Manufacturer narrative:
This is the same event as 3010536692-2015-01925.

Event description:
Allegedly the patient was experiencing mom complications. Additional information received 10/23/2015 - patient was revised.